Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "failed 800mls rate test", which was not confirmed or reproduced. Baxter's device evaluation tested the unit for flow accuracy with passing results. No component causality could be determined. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03015 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer report no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed 800mls rate test, because the results were consistently low during initial testing. It was also reported there was no patient involvement.